Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "a revision knee case was performed yesterday. The implants in-situ were a mets proximal tibia and mets distal femur. The distal femoral component had failed at the taper junction of the principle shaft and femoral component."